Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
When scrub tech broke the glass vial over the cement bowl it broke into a few small pieces. She could not tell if any glass went into her cement so surgeon told her to have a new batch of cement opened and cement was implanted, no adverse effects.

Manufacturer narrative:
An event regarding glass fragments falling into the cement mix involving simplex p bone cement was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned. -medical records received and evaluation: not performed as no medical records were provided and no adverse consequences to the patient were reported. -device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. -complaint history review: complaint history review determined that there were no other reported similar events for this lot. Conclusions: based on the information provided, it appears that glass fragments may have fallen into the cement mix while opening the liquid ampoule over the mixing bowl. A new mix was prepared and no further adverse consequences were reported. It is noted that it would be good practice to open the ampoule away from the mixing bowl to prevent glass from falling into the cement mix. No further investigation is required at this time.

Event description:
When scrub tech broke the glass vial over the cement bowl it broke into a few small pieces. She could not tell if any glass went into her cement so surgeon told her to have a new batch of cement opened and cement was implanted, no adverse effects.